Event description:
Two pieces broke off the zimmer lighted retractor during a revision total hip arthroplasty. One piece was retrieved. The other piece is believed to have gone into the suction. Wound was explored but nothing was found in the wound. The physician indicated they were not deep enough for the piece to have been retained in the wound. Currently the model information is unknown. The tech management is trying to get that information.